Manufacturer narrative:
(B)(4). (B)(4) - excessive force. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the left circumflex artery, pre-dilatation was performed with an unspecified balloon. An unsuccessful attempt was made to advance a 3.5x18 rx xience prime stent delivery system to the target lesion due to heavy calcification in the aorta. The stent delivery system was withdrawn from the anatomy. Although there was no resistance between the stent delivery system and the guide catheter, the guide catheter was exchanged for another guide catheter to provide better support. A guideliner was also used. A promus element 3.5x16 stent was deployed successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure. Return device analysis revealed that the hypotube shaft was separated into two pieces. Both pieces were returned. Additional reported information indicates that the hypotube separation occurred during advancement of the sds. Resistance was felt during advancement, the physician applied force to the sds, and the hypotube separated. The sds was simply withdrawn from the anatomy without adverse patient effect. No additional information was provided.